Event description:
The customer reported being hospitalized due to high blood glucose of 456mg/dl, and she was treated with manual injections. Troubleshooting was performed. The caller stated that she attempted to run the battery test several times and the test failed. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Severely cracked case on lcd display window corners and cracked battery tube threads noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.